Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) atrial connector was pushed in, and the hanger was broken. It was noted at analysis that the back light had issue due to connector on main printed circuit board (pcb). It was further noted that the capacitor c277 on main pcb was damaged. Battery shorting bar was contaminated. One output connector nut was missed. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) atrial connector was pushed in, and the hanger was broken. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.